Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's reservoir was empty but still showed 4 unit of insulin. Customer advised that there was no alarm to indicate that the reservoir was empty. Troubleshooting occured. Customer's blood glucose level at the time 172mg/dl. Advised insulin pump would be replaced. No additional information was provided.